Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
When an outer package of wire was opened, inner package was already open. Doctor suspected products' sterility so another company's wire was used.